Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility (b)(46in reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the patient.